Manufacturer narrative:
It was reported that patient had scar tissue, loosening. And required manipulation with arthroscopy. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that patient had scar tissue, loosening. And required manipulation with arthroscopy.